Event description:
Boston scientific crm received information that during a routine follow-up, a decrease of shock impedance from 40 ohms to less than 20 ohms was observed on this implantable cardioverter defibrillator (ICD). During a discharge test (21j shock) the shock impedance measured 39 ohms. After the discharge test it was noted that the shock impedance still measured less than 20 ohms. A boston scientific technical services (ts) consultant was contacted to review the memory file and provide advice. The out of range low shock impedance appeared to be caused by a device output circuit issue. Based on the normal shock impedance value during shock delivery, engineering was confident that the associated shocking lead was not affected. Ts recommended explantation of this device, but emphasized that this decision is left to the physician's discretion. There were no adverse patient effects observed. Subsequently, the device was explanted and returned for laboratory testing.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. Engineers confirmed the product had not triggered a replacement indicator while implanted. An external visual inspection found no irregularities, while the internal memory review noted low shock impedance measurements during the final 15 weeks of implant. The outer device case was then removed for an detailed internal inspection; at which time engineers confirmed a cracked lead within the analog integrated circuit (ic). The clinical observation of low shock impedances were confirmed through the analysis process, as the cracked leads on the ic would have contributed to this observation.